Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 445 mg/dl at the time of incident. Customer treated with insulin pump. The customer also report that the insulin pump had motor error and also state that they performed the displacement test and it was successful and motor alarm did not recur. Customer reports the drive support cap appears normal. The insulin pump will not be returned for analysis.